Manufacturer narrative:
The investigation determined that the root cause of the issue was the gear pump pressure that was too low and the misadjusted sample/reagent probes. These issues explain the results observed by the customer. The customer has not had additional problems since the service visit.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer questioned results for multiple patient samples tested for alb2 albumin gen.2 (alb2) on a cobas 6000 c (501) module. Based on the data provided for 2 patient samples, the results for 1 patient were discrepant. The initial alb2 result was approximately 63 g/l. The repeat result was 36.8 g/l. The incorrect result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The alb2 reagent lot number and expiration date were not provided. The customer changed the reagent pack and checked the gear pump pressure. The customer also checked the sample and reagent probes and manually adjusted the sample probe. The customer checked the rinsing of probes which was ok and performed a repeatability test. As of (B)(6) 2018 there had not been any additional questionable results. On (B)(6) 2018 the field service engineer (fse) visited the customer site and adjusted the gear pump pressure and replaced the reagent probes.